Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the power switch of the converter, interface board failure, failure of the unlock lever of the video connector receptacle a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: power button does not return due to a failure of the converter's power switch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced an issue where the power button did not return. The issue occurred during setup. There was no patient involvement.